Manufacturer narrative:
A leakage in the water trap (air filter) on the inspiratory side of the ventilator may lead to insufficient supply of gas to the ventilator. During a visit on-site by our field service engineer, the hospital was unable to locate the ventilator, therefore, no investigation could be performed. We are therefore unable to confirm the reported leakage or determine its true cause.

Event description:
It was reported that the ventilator's water trap (air filter) in the air hose was leaking. There was no patient involvement reported. (B)(4).